Event description:
Event verbatim [preferred term] burns on her back; couple burns in that area/burn is open and it hurts/she has been putting neosporin on the burns as needed [thermal burn] , one burn was now open [wound] , did not check skin under the product while wearing thermacare/was sleeping while wearing the product [intentional device misuse] , the patient also reported she has been using the thermacare heatwraps for over the last week and a half more often [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t98298 , expiration date jan2021 , from (B)(6) 2018 for 6 to 7 hours used for back pain. Medical history included sensitive skin and abnormal skin (eczema from elbows to wrist and from knees to ankles) from an unknown date and unknown if ongoing. There were no concomitant medications. The patient previously used thermacare heatwraps for unknown indication for years and had no adverse effect. The patient reported she had the thermacare lower back & hip on her back on (B)(6) 2018. When she got up in the morning she had burns on her back on (B)(6) 2018. The patient reported part of the burn was open and it hurt. She had a couple different spots within a two inch area. The product went for more than 2 inches. The problem she had was in a two inch area, and now she had a couple burns in that area and one burn was now open. The patient stated she was putting cream on the burns and she had not been covering the area. The burns were under her clothes. She had been putting neosporin on the burns as needed. Her primary doctor was unaware of this event. The patient reported her daughter took a picture of her burns. The patient stated she cannot see the burns because the burns were on her back. The patient reported she didn't notice the burns until she started having pain. She had used the product before and never had this problem, and she has even used the product in the same spot before. She clarified she had used the product more than once. The patient also reported she had been using the thermacare heatwraps for over the last week and a half more often. The patient stated she had used this product throughout the years, and her whole family did. The patient had read the usage instructions on thermacare before used the product, however was sleeping while wearing the product and did not check skin under the product while wearing thermacare. The patient was not currently under the care of a physician for any medical condition. The patient classified skin tone as very light or fair. The color of the box patient purchased was red box. The patient had not previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient did not engage in exercise while using the product. The sample of the product was not available to be returned. The patient had discarded the product and stated she had 1 heatwrap left that was not used. The action taken in response to the events was permanently withdrawn on (B)(6) 2018. The outcome of the event "burns on her back; couple burns in that area/burn is open and it hurts/she has been putting neosporin on the burns as needed" was not recovered, the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn, wound, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn, wound, and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device.